Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor distorted; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead was not used as the rv coil separated. No patient complications have been reported as a result of this event.